Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The integrated electrosurgical unit (iesu) was installed on an in-house system where the iesu functioned as expected. The iesu energized and cauterized, and all ports recognized instruments. As a safety precaution the iesu will be returned to the original equipment manufacturer (OEM). The probable root cause of error m-11 is attributed to cpu and sensors module internal time out. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report multiple errors while they were using the iesu for bipolar energy. When surgeon activated bipolar energy they got errors c-00 and m-11. Prior to call technical support they had already restarted erbe, replaced bipolar cautery cable and instrument, and tried the second bipolar port without improvement. Tse checked logs and found errors c-00, m-11, m-18 and c-34 pointing to a defective iesu. Tse informed that the iesu needed to be replaced. They did not have force triad. Intuitive followed up and confirmed that the surgery was completed as planned with all 4 arms. The customer was able to complete the surgery with the same generator; the issue was not blocking as it was initially diagnosed.